Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the ventricular setscrew was tightened. However, the device was kept implanted.

Manufacturer narrative:
(B) (4). Labeling reviewed. (B) (4). Since the device involved in this complaint is kept implanted, no final conclusion could be drawn. However, it should be noted that analysis of devices returned for similar reasons revealed that the screwdriver was not fully inserted in the setscrew's hex cavity, which damaged the setscrew. To address this, sorin added an inspection step in mfg to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity, and provided a reminder and additional instructions to ensure the wrench was fully inserted. These additional instructions have been included in the newest reply instructions for use (section 5.5 for reply dr IFU - (B) (4) for a visual example of the proper lead connection procedure, (B) (4) the added inspection step became effective with sterilization lot 2317; the device involved in this complaint was mfg after this sterilization lot (lot no. 2333). Consequently, this hypothesis is rejected for this specific device. It is more likely that the setscrew head got damaged during the screwing operations, which induced the reported event. Nevertheless, this case has been recorded for trend purposes; further corrective actions will be evaluated and implemented, if deemed necessary.